Event description:
It was reported that the patient¿s ilet device (serial (B)(6) generated multiple ¿alert 41 ¿ insulin, absolute range error,¿ indicating a device algorithm or sensing out-of-range condition that affected insulin delivery reliability. Symptoms included no reported adverse physiological effects. Outcomes included the patient being advised to transition to backup therapy because insulin delivery and meal announcements were not reliable. Investigation included user education on shutting down the device via menu > settings > other > shut down, instructions to sync data to the mobile app, and logistics for replacement and return with a provided shipping label. Investigation of this case revealed a hardware alert consistent with an absolute range error during insulin delivery. It was concluded that replacement of the device was warranted and that the patient would need to perform a full startup on the replacement because data would not transfer.

Manufacturer narrative:
A complaint investigation was conducted following reports of repeated alert 41 notifications indicating an insulin absolute range error, including during a dry run supply change after device restart. The device exhibited persistent absolute range errors, and attempts to perform a dry leadscrew run were unsuccessful. Upon internal inspection, it was determined that the j7 connector was not fully seated on the mainboard due to improper assembly, resulting in the alert 41 condition and associated insulin delivery range fault. No abnormal wear or external damage was observed. Based on the investigation findings, the pump malfunction was attributed to improper internal assembly, specifically the partially seated j7 connector, which caused unreliable insulin delivery operation. Continued use of the device in this condition would not have provided reliable insulin delivery.